Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the reporter that because the patient was not getting readings through the receiver, he woke up feeling sick. The reporter said the patient was feeling dizzy and shaky. The patient did a fingerstick and the reading was 55 mg/dl while cgm was showing signal loss. The reporter had the patient eat something sweet and drink orange juice. The patient started to feel better after a few minutes and had to remove the sensor. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.